Event description:
Devices 3, 4, 5 and 6: reported to be part of complaint - (B)(4). Complaint age - closed issues - 2 lot code mismatches, 2 extra products product codes - (x2) 254401017 (1 extra product and 1 lot code mismatch), (x1) 254401006 (1 lot code mismatch) and (x1) 254401003 (1 extra product) lot codes - nw143589, nw143585, au6984060 and a4071020 received at cg labs - on (B)(6) 2021 with tracking number (B)(6). Shipped from cgl to (B)(6) - on (B)(6) 2021 with tracking number (B)(6), under (B)(4). Decontamination run - 1182-777.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. A broken condition was found. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary. The device associated with this report was returned for analysis. A broken condition was found. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4).